Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed persistent alert 121 indicating an lcd power fault with the display unavailable, and standard troubleshooting including multiple restarts did not resolve the condition while blood glucose values remained normal. Symptoms included no reported adverse physiological effects. Outcomes included temporary interruption of ilet therapy and continued use of cgm through the dexcom app or receiver. Investigation included review of device performance history, customer troubleshooting steps, and receipt and inspection of the returned device. Investigation of this case revealed a display subsystem power irregularity consistent with lcd power over/under voltage resulting in a malfunction of the display component. It was concluded that the lcd chip u7 was not installed properly and failed, causing the error.